Event description:
Patient is a pediatric patient, with apparent prior unknown plate and screws treatment for unknown trauma of temporal bone posterior to frontal sinus. Consultant indicated the synthes psi implant date was (B)(6) 2013. During the implant procedure, the left side of the 2 part implant fit well. On the right side, the prior hardware and bone fragments were not explanted, and they interfered with the fit of the synthes psi implant. The surgeon modified the right side implant into 2 pieces and contoured the implant pieces extensively in order to make the implant fit. Surgeon completed the procedure, but modifying and contouring the psi implant extended the surgical time by at least one hour. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device was implanted, not explanted. Based on the review of the design history record, all required documents are present in the DHR upon review of the risk analysis and functional, design requirement, it was determined that this device met those requirements, and these requirements did not attribute to the complaint.